Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, partially explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the pocket revision that occurred on (B)(6) 2019, it was noted that the pocket revision was done due to fluid noted in the pocket area. Examinations were scheduled for the cerebrospinal fluid (csf) leak, but the patient cancelled multiple times. The catheter revision was successful; a new tip segment was placed. The area was cleaned, and antibiotics were used during the procedure. The cause of the csf leak was not determined. The catheter would not be returned to the manufacturer as it was disposed of.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-jan-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving morphine via an implantable pump for an unspecified indication for use. It was initially reported that the patient visited an emergency room (ER) with a cerebrospinal fluid (csf) leak. The event occurred during normal use. It was further noted that the patient had called the surgery center and said she went to the ER the evening of (B)(6) 2019 with a csf leak from her spinal incision area. The patient previously had a pocket revision procedure on (B)(6) 2019. The physician requested the patient come in to be examined and possibly to revise the catheter. However, the patient called the surgery center on (B)(6) 2019 and said that she was no longer leaking csf and was feeling better; the patient cancelled her appointment/exam with the physician. The patient was without injury regarding their status at the time of the report. It was noted that there were no environmental/external/patient factors that may have led or contributed to the issue. Other medications (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. The patient¿s medical history was noted as having been requested but would not be made available. On (B)(4) 2019 additional information was received from a company representative. The patient was scheduled at the hospital the morning of (B)(6) 2019 due to calling the night of (B)(6) 2019 and stating she was leaking csf again. The patient did not arrive for her surgery the morning the of (B)(6) 2019 and was now scheduled for surgery at 5 pm on (B)(6) 2019 at an alternate hospital. The patient was at the hospital for a catheter revision. It was noted that the patient stated that they never went to the ER this week. The pump was administering morphine with concentration 2.0 mg/ml at a dose rate of 0.5308 mg/day. No further patient complications have been reported as a result of this event.